Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant impinging on or breaching the neuroforamen. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 493335, mfd. 04/17/2015, expires 2020-04, (B)(4). 2nd (middle): ifuse implant, p/n 7050-90, lot# 363339, mfd. 05/19/2015, expires 2020-05, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# 493558, mfd. 09/08/2015, expires 2020-09, (B)(4).

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of radicular pain after the initial surgery. The surgeon thought that the most cephalad implant may have been impinging or breaching the neuroforamen. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most cephalad implant. He then advanced the remaining implants a few millimeters further across the si joint and added an additional implant between them. The status of the patient following the revision surgery is not yet known.